Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box from the lot number provided in the report. The label matches the product returned. The irrigation adapter and loading catheter were not returned. The handle, with trigger cord wound around it, a barrel without any bands and one loose band was returned inside a clear glove. Photos were provided and reviewed. The first photo shows the lot number and part of the label which matches that in the report. The second photo shows the trigger cord wrapped around the handle and the barrel without bands. The third photo shows a series of endoscopic images with a band deployed on a varices and the trigger cord stuck under the band. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device, the barrel was no longer attached to the trigger cord. One loose band was returned with the device. The trigger cord returned wrapped around the handle from deployment. A visual examination of the device was performed. The trigger cord was broken/cut at approximately 123.6 cm and the portion of trigger cord containing the deployment beads was not present or returned, therefore verification of placement and examination of the beads could not be performed. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The first photo shows the lot number and part of the label which matches that in the report. The second photo shows the trigger cord wrapped around the handle and the barrel without bands. The third photo shows a series of endoscopic images with a band deployed on a varices and the trigger cord stuck under the band. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an internal hemorrhoidal ligation, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the user checked the device package which was intact. They then installed the device and confirmed the trigger cord has not winding or crossed. When the user released a band,the second band stick with first band, and the trigger cord was twisted which affected the device retracting from endoscope. They attempted to release the rest of the bands but they were stuck and could not be released as expected so they cut the trigger cord near the anus. The user checked the target area through endoscope and confirmed there is no bleeding or band detachment. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.